Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported complete clip detachment (ccd) and poor imaging could not be determined. The reported patient effect of foreign body in patient was a result of the reported ccd. The reported patient effects of foreign body in patient as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip device mentioned will be filed under a separate medwatch report.

Event description:
This is being filed to report the clip detachment resulting in a foreign body in the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned on the mitral valve however the grippers were unable to be visualized. The grippers were able to be lowered and closed and the clip deployed. The clip detached from both leaflets and migrated to the ventricle and became attached to a chord. No treatment was performed and the clip remains in the chords. A second cds was advanced and placed on the mitral valve. Before deployment, the lock line (ll) was tested and it did not move. It was suspected there was a knot in the line. The clip was deployed and the gripper line (gl) removed. After removal of the cds from the patient, the physician noted the ll was able to be removed. Two additional clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.